Event description:
On (B)(6) 2012, a 23mm trifecta valve was implanted. In april 2019, the patient presented with unknown symptoms and an echo revealed severe aortic regurgitation. On (B)(6) 2019, a re-do procedure was performed and the device was explanted and exchanged for a 19mm resilia valve (inspiris). Upon explant, the physician observed a tear between the ncc and rcc toward the nadir.

Manufacturer narrative:
The tear seen at explant was confirmed. All three leaflets contained tears. Leaflets 1 and 2 had fibrous thickening. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the tears could not be conclusively determined; however a smaller valve (19mm) was implanted.

Event description:
On (B)(6) 2012, a 23mm trifecta valve was implanted. In (B)(6) 2019, the patient presented with chest pain and an echo revealed severe aortic regurgitation. On (B)(6) 2019, a re-do procedure was performed and the device was explanted and exchanged for a 19mm resilia valve (inspiris). Upon explant, the physician observed a tear between the ncc and rcc toward the nadir. The patient is reported to be stable.